Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 8 years post the index procedure and a type ib leak was observed in the left common iliac. The physician coiled the 80mm left hypogastric aneurysm and the 40mm right hypogastric aneurysm and placed an aui which was extended with a limb into the right external iliac. A plug was placed at the origin of the left common iliac and then a fem-fem bypass was performed. This sealed the type ib endoleak and the patient was doing well. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.